Event description:
The patient underwent stent placement of the right coronary artery. The patient was stable at the end of the procedure. An attempt to close the arteriotomy was made with a prostar xl 8fr device which was borrowed from a nearby hospital. A needle miss occurred and the device backed down successfully. The artery was rewired and the device removed. The cardiologist made a second attempt to close the arteriotomy with a prostar xl 10fr device because there were no prostar xl 8fr devices available in the cath lab. The 10fr device was inserted and good marking was achieved. When deploying the device, three needles presented. The inferior medial needle deflected into the subcutaneous tissue. Needle back down was partially successful. Three of the needles backed down and the deflected needle remained in the subcutaneous tissue. The cardiologist enlarged the dermatotomy and extracted the remaining needle with hemostats. The physician again rewired the artery and removed the 10fr device, encountering some resistance. A 12fr sheath was inserted; however, a considerable amount of bleeding was detected around the sheath. The 12fr sheath was exchanged for a 14fr sheath. The cardiologist reported that after inserting a significant portion of the sheath he felt something 'give' in the artery. The patient lost consciousness and his blood pressure dropped to 40mmhg. The patient was intubated and IV fluids were administered. An angiogram was taken to assess the status of the right coronary artery which was patent. The physician observed that the patient's abdomen was distended indicating a retroperitoneal bleed. The patient was taken to surgery for arterial repair. Reports from the field indicated that the laceration of the artery was higher than the common femoral artery. The patient regained consciousness after surgery but developed complications. He died the next day. The cardiologist acknowledged that the arterial laceration was a result of a back wall tear which occurred when the 14fr sheath was inserted.